Event description:
During a robotic thymectomy procedure, while using an intuitive surgical harmonic curved shears insert in the davinci robot-s, one portion of the shear snapped off into the thoracic cavity, rendering the equipment unusable. Md was able to retrieve 2 small pieces of the shears. The equipment was removed from the table, reported to the intuitive rep, central sterile supply, and a chest x-ray was taken upon completion; no objects seen in patient by chest films. Pt appears to not have any harm from the event.====================== manufacturer response for harmonic curved shears as per site reporter======================have asked vendor to share info if they choose to analyze the item